Event description:
It was reported via a courtesy notification from another manufacturer that the physician reported "he was certain the meier guidewire contributed to the death of the patient." It was reported that "the physician dissected the aorta with the meier guidewire over the arch resulting in an open conversion." Reference gore complaint file 2005-326-0458; patient ID r.f. Despite several attempts, additional information has not been rovided regarding this event.

Manufacturer narrative:
We do not anticipate that the device will be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. As the lot number is unknown, a review of the shop floor paperwork could not be performed. Should further relevant information become available; a supplemental medwatch report will be filed.